Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle cover is inconclusive due to the state of the photographed sample. One photograph was returned for evaluation. The photograph shows the needle housing portion of a 20 g powerloc infusion set. No needle cover is present over the needle and none can be seen in the photograph. No damage was observed to any of the visible infusion set components. Although the needle cover is not present in the returned photograph, the opened state of the sample made it difficult to assess when and where the component may have gone missing. The complaint of a missing component could not be independently confirmed without evaluation of a sealed kit; however, the report of a missing component has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported, as soon as the infusion port needle is opened, there is no plastic protective sleeve for the needle. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, as soon as the infusion port needle is opened, there is no plastic protective sleeve for the needle. No other information was provided.